Event description:
It was reported that customer experienced difficulty when attempting to manually deliver insulin because pump did not consistently register touch inputs. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up from technical support, and no additional actions or information regarding investigation or resolution were available.